Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge was leaking. Blood glucose ranged from 392-401 mg/dl. Reportedly, customer loaded a new cartridge successfully.